Manufacturer narrative:
Customer contacted hotline to troubleshoot cortisol qc out of range. A system check performed on (B)(4) 2011 met specifications. Per customer update, this instrument is used very infrequent and only four assays are analyzed: estradiol, psa, cea, and cortisol. Customer was having qc issues with estradiol, cea and cortisol during this event. The customer is not questioning any other results. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found an aspirate probe in the #1 position where a dispense probe should be and was corrected. A system check was performed twice and both met specifications. Cortisol qc and patient controls were analyzed and were within the customer's established ranges. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc, (bci) regarding a lower than expected cortisol result generated by access 2 immunoassay system on one patient's sample. Repeat testing resulted higher and better matched the patient's clinical picture. The result was reported out of the lab. There was no death or change to patient treatment in connection with this event.